Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to instability and dislocation of the head from the poly liner. The shell was revised due to the surgeon needing more anteversion. Patient was revised to a 28mm + 12 mm l fit v40 femoral head, a 28/52 mm restoration adm/mdm x3 insert, a 46 mm mdm cementless liner, and 56 mm trident ii clusterhole ha shell with three 6.5mm x 15 mm screws and onw 6.5 mm x 20 mm screw. Rep confirmed that no further information would be released by the hospital or surgeon.